Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6)2015 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported issue was confirmed. The reported issue was directly caused by an unidentified display failure. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the contrast keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the keypad button responsiveness issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.